Event description:
Limited information was available from the field, in spite of numerous attempts by a co rep to contact the physician involved. Back down of the needles to their orginial position after deployment failed. The device could not be removed. The returned device was eval.